Manufacturer narrative:
Initial reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by abdominal pain and vomiting. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with vancomycin (1 gram, every five days, route and duration not reported), gentamicin (80mg, every two days, route and duration not reported) and ciprofloxacin (500mg, every day, route and duration not reported) for peritonitis. Thirty-one days after the event onset, the patient was recovered from the event. Thirty-five days after hospital admission, the patient was discharged. Pd therapy was ongoing. No additional information is available.